Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8 mm prograsp forceps instrument was not responding correctly. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The root cause of dislodged pitch cable at the proximal end is attributed to component failure. The dislodged pitch cable is causing the instrument to not work properly. The complaint was confirmed by failure analysis. The probable root cause is attributed to dislodged pitch cable.